Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and its associated effects.

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and diabetic ketoacidosis. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother reported that the patient drove herself to the hospital at approximately 9:00pm due to severe diabetic ketoacidosis. The doctor's took blood glucose (bg) readings and compared them to the cgm readings. The bg meter displayed readings of 518mg/dl and 624mg/dl compared to the cgm which read 380mg/dl and 404mg/dl. While at the hospital, the patient experienced cardiopulmonary arrest and was resuscitated by the emergency room rapid response team. After the patient stabilized, she was moved to the intensive care unit (ICU) where she stayed until she was downgraded on (B)(6) 2016. Eight (8) hours later, the patient was released from the hospital. At the time of contact, the patient was in stable condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracy. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. Additionally, fingerstick values were not entered into the cgm promptly. Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.